Manufacturer narrative:
(B)(4).

Event description:
It was reported that low impedance readings were seen during an implant procedure. It was stated electrode combos 0-1, 1-3, and 0-3 were showing readings of <10 ohms. These combos were not used in programming. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.